Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component ((B)(4)) was advanced from the left side and its proximal portion was deployed. Intra-procedure imaging revealed that the trunk-ipsilateral leg component was deployed more distal than planned so that the physician decided to re-constrain the proximal portion of the trunk-ipsilateral leg component and move it more proximally. However, the patient¿s proximal neck is a shaggy aorta with a lot of thrombus, which is of the risk of renal artery thrombosis during manipulation of the delivery catheter. Therefore, the physician elected to deploy the trunk-ipsilateral leg component in its current position. While an ipsilateral leg was being deployed, the left internal iliac artery was unintentionally covered. Any intervention was not performed for the vessel coverage, and an iliac extender component was implanted in the contralateral leg side. The patient tolerated the procedure. It was reported that the ipsilateral leg was not pushed up enough during its deployment.